Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike and tubing separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the disconnected c180j, resulting in leakage. During preparation, the connector was disconnected and the drug solution was leaked. (The drug used: levofolinate).

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Retained samples of lot 2207213 were used for additional evaluation. The product was visually inspected, no defects were observed, all connectors were properly welded onto the spike. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike and tubing separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the disconnected c180j, resulting in leakage. During preparation, the connector was disconnected and the drug solution was leaked. (The drug used: levofolinate).